Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave a bd alert message. The available device data was analyzed and it was discovered that the device had reached elective replacement indicator (eri) on october of last year and end of life (eol) status on december of last year. Due to the device reaching eol status, data analysis was not able to be performed to confirm or deny if the device suffered premature battery depletion (pbd). Boston scientific technical services (ts) advised that device operation could not be guaranteed. Device replacement was recommended. The device has been explanted and a new device has been implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it gave a bd alert message. The available device data was analyzed and it was discovered that the device had reached elective replacement indicator (eri) on october of last year and end of life (eol) status on december of last year. Due to the device reaching eol status, data analysis was not able to be performed to confirm or deny if the device suffered premature battery depletion (pbd). Boston scientific technical services (ts) advised that device operation could not be guaranteed. Device replacement was recommended. The device has been explanted and a new device has been implanted. The device has been returned and was analyzed. No additional adverse patient effects were reported.